Manufacturer narrative:
The reported issue that a bd employee noticed that a few lvps at this facility had cracks in the door hinges was confirmed via pictures attached to trackwise pr; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No device history or qn search was performed since no source device serial number was reported by the customer. The customer stated that there was a patient involvement.

Event description:
It was reported that a bd employee noticed that a few lvps at this facility had cracks in the door hinges. There was no harm.